Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was hospitalized due to an unrelated illness. The device was interrogated and found to be in backup vvi (bvvi) mode without defibrillation support. Technical support was contacted and recommended the device be replaced. The device was explanted and replaced to resolve the event. The patient was stable.